Event description:
A female patient reported developing a serious eye infection while using renu (unknown type). The patient's ophthalmologist confirmed the patient was diagnosed with corneal abrasion and corneal ulcer in the left eye. The ulcer was not in the central 4mm of the cornea. However, the abrasion did penetrate bowman's membrane. It was noted there was a small infiltrate present. The patient was prescribed vigamox, zymar, polysporin and cyclogyl as treatment for approximately one month. The patient recovered completely with a small, non-central corneal scar, which did not result in a decrease in visual acuity. The treatint ophthalmologist did not attribute this event to use of a specific product.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the company did initiate a broader investigation of reported fusarium keratitis events that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.